Manufacturer narrative:
Corrections: describe event or problem, device available for evaluation?, device evaluated by MFR?, evaluation codes, additional information: model #/lot #, device manufacture date, device code. The cassette was returned for evaluation, lot number was identified. A visual inspection did not find any initial defects. During sterilization of the returned part, a leak was discovered in the membrane. A microscopic inspection of this area found a pinhole in the membrane. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Cassette was returned for evaluation.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that the previous night¿s treatment had to be cancelled. Upon removing the cassette patient found that the entire membrane on the inside of the cassette had separated from the plastic and leaked a lot of fluid into the cycler where the cassette goes. Patient no longer has the bag that the cassette came in. Technical support advised patient to contact the nurse to find out what to do for treatment until the replacement cycler arrives and to report the fluid leak while being connected, as well as the replacement cycler to the nurse. During follow up the patient's nurse reported that the clinic had been made aware of the event, no adverse event was noted. The set was not made available for evaluation.